Event description:
The patient / lay user contacted lifescan (lfs) in 05 alleging that her profile meter had been displaying erratic readings. The medical affairs specialist (mas) mailed a letter, since the lay user could not be reached by telephone for further clarification. The patient contacted lfs alleging erratic readings on the meter. Sometime in may of 04, the patient passed out and had a blood glucose readings of 17 mg/dl. The paramedic's treated the patient with glucose and took the patient to the ER where her blood glucose was 80 mg/dl. No further information was provided. It would have been helpful to know whose meter the patient received the 17 mg/dl, the patient's diabetes regimen, the readings prior to the incident and the diagnosis in the hospital. It is documented the patient received an 85-169 mg/dl on the lfs meter, however, there is no information when the patient received those readings. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient was unable/unwilling to walk through a control solution test. Customer care agent (cca) sent the patient a replacement meter.